Manufacturer narrative:
A ge representative evaluated the system and replaced a faulty fluoro functions board (ffb). System operates as intended.

Event description:
It was reported that the system collimator closed down during a case with patient under anesthesia, no patient injury was reported.